Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve into an existing non-medtronic (carpentier-edwards magna 3000) surgical aortic valve (sav) at a target implant depth of 2-3 millimeter (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc), a post-implant balloon aortic valvuloplasty (bav) was performed due to a post-implant gradient of 30.28 millimeters of mercury (mm hg). Upon the first attempt, it was noted that not enough saline/contrast fluid was available for full expansion of the balloon. Subsequently, a second dilation attempt was performed. Upon the second attempt, the balloon moved abruptly aortic on the wire, as it was inflated prior to pacing being established. On the third dilation attempt, the balloon moved abruptly aortic once again, and the valve was dislodged towards the patient's dilated ascending aorta, ultimately stopping prior to the great vessels, being held in place by the crowns of the existing sav. The patient experienced aortic insufficiency and a higher gradient as a result of the dislodge. The procedure was ultimately aborted, and the patient was scheduled for a repeat sav procedure the following day. Additional information was received that the severity of aortic insufficiency was moderate. The valve was explanted and replaced with a sav one day following implant. Additional information was received that the aortic insufficiency was central regurgitation.

Manufacturer narrative:
Updated: b5, d6b, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve into an existing non-medtronic (carpentier-edwards magna 3000) surgical aortic valve (sav) at a target implant depth of 2-3 millimeter (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc), a post-implant balloon aortic valvuloplasty (bav) was performed due to a post-implant gradient of 30.28 millimeters of mercury (mm hg). Upon the first attempt, it was noted that not enough saline/contrast fluid was available for full expansion of the balloon. Subsequently, a second dilation attempt was performed. Upon the second attempt, the balloon moved abruptly aortic on the wire, as it was inflated prior to pacing being established. On the third dilation attempt, the balloon moved abruptly aortic once again, and the valve was dislodged towards the patient's dilated ascending aorta, ultimately stopping prior to the great vessels, being held in place by the crowns of the existing sav. The patient experienced aortic insufficiency and a higher gradient as a result of the dislodge. The procedure was ultimately aborted, and the patient was scheduled for a repeat sav procedure the following day. Additional information was received that the severity of aortic insufficiency was moderate. The valve was explanted and replaced with a sav one day following implant.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve into an existing non-medtronic surgical aortic valve (sav) at a target implant depth of 2-3 millimeter (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc), a post-implant balloon aortic valvuloplasty (bav) was performed due to a post-implant gradient of 30.28 millimeters of mercury (mm hg). Upon the first attempt, it was noted that not enough saline/contrast fluid was available for full expansion of the balloon. Subsequently, a second dilation attempt was performed. Upon the second attempt, the balloon moved abruptly aortic on the wire, as it was inflated prior to pacing being established. On the third dilation attempt, the balloon moved abruptly aortic once again, and the valve was dislodged towards the patient's dilated ascending aorta, ultimately stopping prior to the great vessels, being held in place by the crowns of the existing sav. The patient experienced aortic insufficiency and a higher gradient as a result of the dislodge. The procedure was ultimately aborted, and the patient was scheduled for a repeat sav procedure the following day.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.